Manufacturer narrative:
(B) (4).

Event description:
The pt was told that her catheter was implanted in the epidural space and this was confirmed via a dye study. The pt's son later reported that the catheter dislodged. He stated that during implant, the pt had a heart issue and was given blood thinners; the pt was sent home with blood thinners. He stated that because of this, the catheter backed out of the intrathecal space. When the pt's son said something to the pt's doctor, the doctor dismissed the pt. They were having difficulty finding someone to manage the pt's pump. The pump was filled with saline.